Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr135m - columbus rev f mc glid.surf.t3/3+ 20mm. According to the complaint description, there was a revision surgery for poly swap 2 months post surgery. Patient had returned to full activity and dislocated the tka with the femur jumping the ps post. The surgeon removed the mc poly and replaced it with a hc poly of the same thickness. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4). Involved components: nr410z - as femur extens.stem 5° d20x117 cem.less - lot 52574825. Nr400z - as nut f/femur extens.stem all sz.neutr. - lot 52606425. Nr465z - as columbus rev fem.spacer dist.f5 5mm - lot 52535726. Nr076z - as columbus rev f tib.offset cement.t3+ - lot 52464853c. Nr177z - as tibia offset stem d17x92 cementless - lot 52591752. Nr565z - as columbus rev fem.spacer post.f5 5mm - lot 52533878. Nr015z - as columbus rev f femur cemented f5r - lot 52571435.

Manufacturer narrative:
Investigation results: investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Involved components: (B)(6) - as femur extens.stem 5° d20x117 cem.less - lot 52574825. (B)(6) - as nut f/femur extens.stem all sz.neutr. - lot 52606425. (B)(6) - as columbus rev fem.spacer dist.f5 5mm - lot 52535726. (B)(6) - as columbus rev f tib.offset cement.t3+ - lot 52464853c. (B)(6) - as tibia offset stem d17x92 cementless - lot 52591752. (B)(6) - as columbus rev fem.spacer post.f5 5mm - lot 52533878. (B)(6) - as columbus rev f femur cemented f5r - lot 52571435.